Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it providing low fio2 (fraction of inspired oxygen) readings was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the ift.

Event description:
It was reported that the device needed service. During the device's evaluation, ventec observed that it was providing low fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported event.